Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred post-operatively after a ventral hernia repair procedure. An onlay operative technique was employed. Four days after the procedure, the patient developed an abscess. A consultant indicated there might be a leak in the hernia opening.